Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The returned sample passed leak testing when tested with a baxter blue-winged luer cap. Therefore, as the returned sample passed leak testing the device was found to operate within specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. This occurred during filling with sodium chloride and fluorouracil. The location of the leak was not specified. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Manufactured between march 14, 2014 and march 18, 2014. Evaluation: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. During visual inspection fluid was noted to have leaked from the device into the pouch the device was received in. Visual inspection also showed that the leak was originating from the connection with the red luer cap (non-baxter product) which was not tightened onto the distal luer. A functional leak test was performed by filling the unit with green color water. A blue winged luer cap was used in place of the red luer cap. No leaks were observed during leak testing. The reported problem was verified. The cause of the problem was the use of the non-baxter luer cap. Should additional relevant information become available, a follow-up MDR will be submitted.